Event description:
It has been reported to philips that the wireless footswitch does not work anymore. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch was no longer working and showed a red wi-fi indicator led. A red wi-fi led indicates that there was an error in the wireless connection. The issue was identified outside clinical use. The inhouse biomed replaced the wireless footswitch with a wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).updated codes based on investigation.

Event description:
Isanne frieke vigilance reporting specialist ¿ quality & regulatory initial report it has been reported to philips that the wireless footswitch does not work anymore. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.